Event description:
It was reported that during a routine device changeout, the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis confirmed normal battery depletion.